Manufacturer narrative:
Method: device evaluated with respect to operational environment. Results: component/subassembly failure (pump). Note: the reported complaint was confirmed. The root cause was attributed to routine preventative maintenance.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the occlusion knob of the roller pump was difficult to adjust. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.